Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1200mg/dl, bruising and diabetic ketoacidosis. Reportedly, the customer was unable to remove the cartridge from the pump. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 11/6/2022 with the issue resolved and no permanent damage. Additionally, it was reported that the pump touch screen was cracked and unresponsive. Reportedly, the customer reverted to an alternate form of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen shattered, and touch screen unresponsive issues were verified; however, based on the analysis, the alleged cart/installation issue could not be verified.